Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck angulation greater than or equal to 60 degrees is off-label per indications for use.

Event description:
Patient presented with severe angulation approximately 65 degrees (off-label). Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le proximal extension was uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed to straighten out the neck and by a 34-34-80l proximal extension which resolved the leak.